Event description:
Patient was admitted post-assault on [date redacted] and intubated. On [date redacted], patient was not getting set volumes from vent that morning, continuously coughing and cuff was not holding air. Md (medical doctor) exchanged the et [endotracheal] tube and saw the part of the bite block sitting on the patient's vocal cords. Respiratory therapy and nursing staff notified that this could be an issue. If partial bite block found, notify provider.